Event description:
It was reported that there was a surging sensation. The patient¿s device was increasing stimulation all on its own and she could not control it. She went to the emergency room. The patient did not go through a security scanner, a hand wand was used. The caller was angry, stated that manufacturer was not good for anything and hung up. No outcome was reported regarding this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that they had a horrible experience where their previous implant wasn't working correctly and had to sit down because one toe on their foot "went down" and it started electrocuting her so they were in so much pain that she ended up calling 911 and going into the hospital for it.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va06j7j, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the patient was still having trouble with their interstim device. No further information reported.